Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: fold creases and the device was broken shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken smooth. Based on the device analysis the final assessment is: a smooth edge broken in the side radius assessed as smooth opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii. Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii. Device has been explanted and replaced.